Event description:
The initial reporter alleged discrepant reactive results for six samples tested with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 8800 instrument. The six samples were initially reactive for hiv. Repeat nucleic acid testing (nat) results for all six samples were non-reactive. Serology testing for the samples was negative. The blood from these samples was not used.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay was performing within specifications. A review of the data provided indicated that the hiv target growth curves for the six samples exhibited late, non-sigmoidal, minimal amplification, consistent with non-specific amplification (nsa). Positive and negative control results demonstrated robust, sigmoidal growth, confirming proper assay performance. No trend was identified for the reagent lot j00657, and a product issue is not suspected. A definitive root cause for the unexpected reactive results could not be determined. The reagents in the specific cassette used may have degraded, but this could not be confirmed. The blood from the affected samples was not used, and no harm or delay in treatment was reported.